Event description:
Battery with lot #01150 exploded in the charger. It had been used for a case at 10 am and placed in the charger after use. When the staff returned to the or for another case at 4 pm, they found the exploded battery. Charger will not do anything now.